Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. The reported symptom ¿lz01 - blank screen¿ was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cycler was powered up and the screen was blank. The stop and ok buttons were lit but did not operate due to a blank screen. Could not configure the screen functions. Performed visual check and determined the t1 transformer was shorted out (burnt coil) on the inverter board and was replaced in production. There were no other visual discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A peritoneal dialysis (pd) patient stated she was in drain 2 when her cycler screen was blacked out. The pd patient stated the keys were not lit either. The patient's machine was replaced. During visual inspection of the returned cycler the t1 transformer shorted out on the inverter board, and a burnt coil was noted.